Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported syringes had black dots and are damaged or broken. To aid in the investigation, five photos were provided for evaluation by our quality team. Four photos show damaged parts and the other photo shows syringes with black specks that appear to be embedded degraded resin. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 301033, lot number 2075955. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To mitigate the escape of the embedded degraded resin defects, the frequency of inspections were increased. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that 143 bd luer-lok¿ syringes contained black foreign matter. The following information was provided by the initial reporter: "black dots: 143 pieces."